Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
(B)(4). The cause of peritonitis was reported to be constipation. The treatment for the peritonitis included unspecified antibiotic(s) (dose, route and frequency not reported). Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. Treatment was not reported. Thirteen days after hospital admission pd therapy was discontinued and hemodialysis therapy was started. The cause of the peritonitis was unknown. The patient was discharged sixteen days after admission. At the time of this report the patient was not recovered from the peritonitis event. Additional information was requested, but is unavailable at this time.